Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test? No". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia, fatigue, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered bladder disorder, fatigue, menorrhagia, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: (B)(6) 2009 (discrepancy noted in essure removal date). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received:case became incident. Event injury nos has been updated and events 'menorrhagia, fatigue, bladder problems, urinary problems, vaginal discharge, device monitoring procedure not performed' were added. Patient date of birth added. Reporter details added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.